Event description:
It was reported that after eating a dinner with insufficient carbohydrates, the user experienced prolonged low blood glucose, with a nadir of 59 mg/dl and subsequent readings of 66 mg/dl trending upward, then 72 mg/dl, and a confirmatory fingerstick of 83 mg/dl. The user planned to change supplies and the g7 sensor, with fingersticks advised during sensor warmup. Symptoms included hypoglycemia. Outcomes included no health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.